Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, bleeding and inflammation. No further patient complications were reported.